Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain due to the pump being hard. The patient is unable to fully deflate the device which also causes discomfort. The patient met with his physician who confirmed the issues and stated to follow up. Patient services specialist provided valve reset techniques. A second opinion from a different physician was suggested. A revision surgery has not been scheduled.